Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown unk - nail/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the leaf spring on a pair of locking pliers broke during a hardware removal procedure. The pliers were still usable and the procedure was completed successfully without delay and no reported fragments. This was a hardware removal of ti elastic nails from the ulna and the radius. The nails were removed for prominence after the fracture was confirmed to be healed. The original procedure to repair fractures of the ulna & radius occurred approximately one year ago. This report is 1 of 2 for (B)(4).